Event description:
It was reported that the table locks was not actuating, causing to the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) evaluated the system and found a misalignment/bent actuator arm on the pedal mechanism. This prevented proper interaction between the flag and opto-coupler, resulting in a simulated float command. The fe adjusted the actuator arm and verified that the table locks were performing as expected.